Event description:
After angioplasty of pulmonary artery was completed, it was discovered that part of the catheter was retained in the pulmonary artery. Balloon retained in right pulmonary artery and pulled back to femoral iliac vein. Vascular surgeon called in and 7 cm of the balloon catheter retrieved by cutdown of the iliac femoral vein.